Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was visually and microscopically examined. There was blood present in the shaft of the device. At the collar, the weld plate was fully separated. The separated ends were jagged, sharp, and bent in opposing direction indicating the separation point was kinked prior to breaking. No other damages or irregularities were found to the device. The concomitant device used in the procedure with the guidezilla ii complaint device was not returned for analysis, nor was it reportedly defined so functional testing could not be performed. With the device being separated at the collar, with indication the device was kinked prior to the separation, then it is possible that there could have been resistance during device advancement.

Event description:
Reportable based on device analysis completed on 20jan2023. A 6f long guidezilla ii catheter-guide extension was selected for use. During the procedure, it was noted that a device was unable to cross the guidezilla, and a kink in the device was confirmed upon removal. The procedure was completed with another of the same device. No patient complications reported. However, device investigations revealed that the weld plate to the collar was separated.